Manufacturer narrative:
Two sealed sensor were inspected and a bicarbonate buffer test was performed. Both sensors passed with accurate readings. Two opened and used sensors were inspected and one found with a broken cannula and the broken part missing. It could not be confirmed if the customer received the sensor in said condition due to the sensor being returned opened and used. A bicarbonate buffer test was performed on the remaining sensor and the sensor failed due to low readings.

Event description:
It was reported that the sensor ended after giving false low readings. A test plug procedure showed that the transmitter was functioning properly. It was advised that the sensors would be replaced and the product will be returned for analysis.